Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient experienced a cannula detachment event on (B)(6) 2026. The patient stated that the detachment occurred accidentally when the set was pulled. The patient was advised to monitor the infusion site. No further information available.